Event description:
Patient was using activated heating pad to help with pain control. It was in a pillow case under the buttocks. When the patient awakened, there was a large blister in the area the heating pad was being used.====================== health professional's impression======================device may have over heated.====================== manufacturer response for disposable heating pad, disposable, air activated heating pad======================offered staff education.